Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted by the physician that the distal end of the lead was bent distal to the coil. The lead was not used. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.